Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, blood was observed going back into the saline bag during manual rinseback of the patient's blood. Rinseback was discontinued due to possible clotting, resulting in an estimated blood loss of 140cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. The cycler is powered off during manual rinseback. The user's guide contains adequate warnings regarding the risks of clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.